Manufacturer narrative:
The referenced previous driveline issue was reported under medwatch MFR report# 2916-2016-00828. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 5 months. A portion of the driveline that was removed during the repair was returned to the manufacturer for evaluation. The report of speed drops and pump stops while connected to power module support with an ungrounded patient cable was confirmed based on the evaluation of the returned driveline. A section of the driveline, approximately 29.5 inches long from the connector, was returned for evaluation. Rescue tape was present at approximately 2.5" from the metal connector and damage to the outer jacket was identified beneath it. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. Damage to the bionate layer was identified at ~28.5" and ~29" from the metal connector. Breakdown of the metal shielding was identified from ~27.5" to ~29.5" from the metal connector. Visual inspection identified a breach in the insulation at ~28.5" to ~29" from the metal connector on the yellow, black, red, and orange. The damage appeared to be consistent with abrasion damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying yellow, black, red, and orange wire conductors were exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of two wires from different motor phases (yellow, black, and red/orange) contacting each other or making simultaneous contact with the shield while on batteries or power module with an ungrounded patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump stoppage events occurred with low speed, low flow, and pump off alarms while the system was connected to the ungrounded cable. A technical services representative reviewed the system controller log file and confirmed the pump stoppage events. This patient had a known driveline issue previously confirmed on 04/01/2016, and at that time, the lvad clinicians decided to use an ungrounded power module patient cable. The patient was asymptomatic. After a lengthy discussion with the surgeon and the manufacturer's technical services representative, it was determined that part of the driveline internal to the patient was routed under the right rib cage at time of implant, and that the potentially damaged area of the driveline could be located in this area based on x-ray review. In lieu of a pump exchange, the surgeon performed a driveline revision, exposing more of the driveline, and did find an area of shield breakdown at the suspected area by the rib bone. The revision area was surgically closed, and then the percutaneous lead (driveline) replacement was performed. No additional issues were reported after the replacement.